Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking from the hansen fitting. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) is calling for part numbers to make the needed repair. The unit has been removed from service, as the customer is using a back-up unit.